Manufacturer narrative:
Literature citation: silverberg d, rimon u, raskin d, halak m. Long parallel stent grafts for the treatment of complex aortic aneurysms. Cardiovascular & interventional radiology 2018;41(4):537-543. (B)(4). No UDI information is available as the requested lot numbers remain unknown. The mean age of the patients in this article is used as the patient age. The publication date is being used as the date of event.

Event description:
The following information was reported to gore: in a literature article titled long parallel stent grafts for the treatment of complex aortic aneurysms, it states gore® viabahn® endoprostheses were used in chimney technique combined with aortic devices to treat aortic aneurysms. Eighteen patients were treated. Each viabahn was reinforced with a bare metal stent. Three patients had type I gutterleaks with aneurysm enlargement. These were successfully treated by means of angiographically delivered liquid embolic material. Follow-up cta's in these patients revealed no evidence of endoleaks or sac expansion.